Event description:
This rv lead was implanted on (B)(6) 2012. Lead had high threshold so physician capped the rate/sense portion on the lead. The physician was dr. (B)(6) at (B)(6) hospital. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).